Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery (rcfa) using the pre-close technique via a 6fr sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with two prostyle devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14fr sheath and the tavr procedure was completed. Hemostasis was achieved in the rcfa with the sutures of the two pre-placed prostyle device sutures. An arteriotomy closure of the calcified left common femoral artery (lcfa) was attempted using a prostyle device after the procedure via a 6fr sheath hole. When the suture of the prostyle device was tightened, the suture broke. A non-abbott device was used to achieve hemostasis of the lfca. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The additional two prostyle devices referenced are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. Factors that contribute to suture detachment during knot advancement may include, but not limited to, calcified femoral vessel, suture nick/damage, user technique (tensioning angle not coaxial). The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.